Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip detached inside of the patient at 143,722 joules. Per the customer, when the physician went to remove the fiber tip with graspers, the fiber tip broke into pieces outside of the patient's body. Additional information reported by the customer was there were no observations leading up to the incident and no error messages were displayed on the console when the event occurred. The event did not cause any issues with the patient. The user did not experience any injuries from the use of the system.

Manufacturer narrative:
(B)(4).